Manufacturer narrative:
The product for this complaint was not returned, however, the lens was returned and evaluated. There was evidence of a clear surgical residue, however, there was no visible damage to the lens.

Event description:
It was reported that the surgeon inserted a 21.0 diopter aa4204tl silicone plate lens with toric and the lens was torn. The reporter believes the lens was torn by the injector. The lens was removed without any pt incident.